Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating the electrode belt does not communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) was completed. The reported problem (electrode belt does not communicate with a monitor) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to corrupt programming of processor u713 on the distribution node pca. The root cause for the corrupt programming could not be positively identified. No adverse event resulted from the defective electrode belt.